Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that the lesion was at the mid lad and was accessed using a bmw guide wire. Additionally, the lesion was calcified. A 2.5 x 12 xience v stent was introduced over the bmw guide wire; however, the xience v was unable to cross the lesion. A 2.0 x 08 voyager balloon was used to predilate the lesion and the bmw was exchanged with another company's guide wire. A new xience v 2.5 x 15 was introduced over the guide wire and attempted to cross the lesion; however, it was unable to cross and the stent struts flared up. It was noticed that the stent was slipping off the delivery system; therefore, the entire system was pulled back. The guide wire was exchanged with another company's guide wire and a voyager was then used for pre-dilatation. Another company's stent was successfully deployed. No additional event or pt info is available.